Event description:
Upon review of a (B)(6) female patient's flag file zoll customer support reported battery charger fault flags. Zoll customer support contacted the patient and issued her a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon evaluation, the battery failed a battery capacity test. The cause was a broken white wire connecting the pca to the battery cells at the pca board. The cause for the battery faults was the broken white wire. The root cause for the broken white wire cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.